Event description:
Nursing staff member was in the pt's room getting her ready for transfer to the skilled nursing unit. When staff disconnected the diss threaded assembly from the flowmeter, the portion at the neck of the nebulizer completely disconnected the mask from the oxygen source which was set at 95%.